Event description:
Ous MDR - this lead was showing threshold increases and it was suspected that there was a mirco dislodgement. During the lead revision, the screw would not retract but after a while the lead was able to be removed. The lead was cut during the extraction. The explant date was not provided. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12 cm distal to the df4 connector pun. The proximal and the distal lead fragment were received and subjected to an extensive analysis. In the course of the visual inspection tissue residuals were found at the lead tip. These tissue residuals most likely led to the observed difficulties with the retraction of the fixation helix which was reported in the complaint description. After removing the tissue from the lead tip the fixation helix could be extended and retracted. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.